Event description:
It was reported that during a ladg procedure, the base part of the duckbill valves came off but did not fall into the body. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.